Event description:
Defibrillator not functioning according to directions. The hosp purchased 15 units. Afterward, the hosp was aware of the problem involving with this product from "health devices alerts". The hosp tested all 15 units, with 3 different simulators. Two simulators functioned properly. These two simulators are not ventricular tachycardia (vt) pts. However, a third simulator which is vt pt simulator, tested for specifically in wide range (20ms) of qrs complex or in pt's ventriculatr tachycardia waveform during synchronized cardioversion. As a result, 9 of 15 units failed the test. Testing of the units confirmed that the unit would not synchronize with a simulated vt waveform. Dr's complaint is that the "operator's guide", stated that" this product may be used in the synchronized mode to terminate certain atrial & ventricular tachycardias & other arrhythmias resistant to drug therapy" are incorrectly stated. The hosp contacted MFR for the possible replacements. MFR was aware of the problem, but stated that this particular simulator is rare & would not replace them, but offered the upgrade for $1,200 per unit. The hosp is seeking the cooperation from the MFR to replace "non-functioning" units.